Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had excessive no delivery alarms on the insulin pump. The mother reported the alarm would occur during bolus deliveries. It was also found the customer had issues with bent cannulas on their infusion set. The mother also reported the customer was hospitalized with high blood glucose last year. The details of the hospitalization were not provided. Customer's current blood glucose was 450 mg/dl. The customer has been treated with a manual injection. The insulin pump will not be returned for analysis.